Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top and bottom case were badly broken. A review of the event history log identified motor rate error. The top case and bottom case were found badly broken during visual inspection and was unable to run occlusion test to verify the motor error due to barrel clamp assembly was not working. The root cause of the problem was a result of the customer's physical damage to the device. Beyond device repair, no further action will be taken on this issue. Replaced top case and bottom case and replaced motor assembly (stepper motor included), worm gear, leadscrew and clutch halves. UDI was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a motor rate error and had physical damage. No patient injury was reported.